Manufacturer narrative:
H3: a hardware analysis of kit svc bi71000901, was initiated to determine the probable cause of the issue. Analysis found the electrical component failure. And not able to take x-rays. B01, c02 and d02 applies to bi71000901. Hardware components kit svc o2 bi71000577 and kit svc o2 bi71000222 was returned un-used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000222 ; product ID: bi71000469 ; product ID: bi71000901 ; product ID: bi71000577. A medtronic representative went to the site to test the equipment. Testing revealed that the system was not booting, x-ray was not initializing and presented error 15. The rep replaced the hv tank and generator control board with no change to the issue. The rep later replaced the x-ray tube and completed calibrations and seasoning of the tube. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the imaging acquisition system (ias) was not able to take x-rays. The site tried rebooting the system and the issue was not fixed. Medtronic navigation and imaging was aborted, and the surgery was rescheduled. There was no impact on patient outcome.

Manufacturer narrative:
H3/h6: the hv tank kit was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed and the part was not functional. Analysis found that the reported issue was related to an electrical issue. Codes b01, c02 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.